Event description:
The pt received her scs sys on (B)(6) 2011. It was reported that the ipg is non-functional due to lack of charging. The pt does not wish to move forward with a replacement. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.